Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, poor r wave sensing and poor thresholds were noted. The ipg was removed and replaced with a traditional pacing system. No patient complications have been reported as a result of this event.